Event description:
It was reported that the patient presented in-clinic after receiving a vibratory alert. Upon interrogation, high pacing lead impedance was observed. It was suspected that the lead was tightly wrapped around the device and had a very tight turn coming out of the header block. Lead damage was suspected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.